Manufacturer narrative:
Pump received with loose/protruded drive support disk, missing drive support sticker, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked belt clip slot. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 126 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.